Event description:
The customers reported via phone call that customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was 398 mg/dl at time of hospitalization. Customer current blood glucose was 400 mg/dl. Customer reported that they had a symptoms like headache, slurring, felt drunk and chest pain at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. Auto mode feature was active or not at time of event was unknown. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged diabetes ketoacidosis/high blood glucose on (B)(6), 2022. On svn (B)(6) the customer reported alleged high blood glucose on (B)(6), 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The pump was received without the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump passed the functional testing. Unable to confirm alleged diabetes ketoacidosis/high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, hyperglycemia on (B)(6) 2022. Symptoms customer reported at the time of hospitalization event was headache and chest pain. Customer's current blood glucose value was over 400 mg/dl. The device was returned for analysis.